Event description:
(Non-fresenius device}. It was reported that the patient was scheduled to undergo a surgical hernia repair on (B)(6) 2021. Follow-up with the patient's pd registered nurse (pdrn} confirmed the patient was hospitalized, and successfully underwent an incisional hernia repair on (B)(6) 2021. The patient's incisional hernia was attributed to the insertion of the patient's pd catheter (not a fresenius product}, as the hernia was not present prior to surgery. The incisional hernia was found to be pressing on the pd catheter and causing reported drain complications. The pdrn stated the patient's use of the liberty select cycler likely exacerbated the hernia, however the cycler did not malfunction or fail to meet user expectation. The surgeon ordered the patient transition to hemodialysis (hd} for 30 days following surgery, to allow the abdomen/hernia time to heal. Therefore, a temporary hd catheter (not a fresenius product} was also placed on (B)(6) 2021. The patient underwent a single hd treatment on (B)(6) 2021 and was discharged home on (B)(6) 2021 in stable condition. The patient began outpatient hd on (B)(6) 2021 and is recovering from the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).